Event description:
This happened at the close of a cesarean section procedure. Upon closure, needle broke free from suture, time spent looking for needle, x-ray called, multiple x-rays taken, suture found and counts rectified.